Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed and replicated. Logs confirmed the failure with a recorded error 22020. The unit was tested on an in-house system in normal mode where it triggered error 25930 and it was verified from the system log. As a fix, the degrees of freedom (dof) 5 gearbox and rotor would be replaced to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) due to the instrument engagement problem and error 22020. The isi fse also replaced the grip pads and release tab since it was found to be defective. The system was tested and verified as ready for use. Isi has received the usm involved in this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
An intuitive surgical, inc. (Isi) field service engineer (fse) was contacted and reported that the customer had an instrument engagement problem on the universal surgical manipulator (usm) 1. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.